Event description:
During tavr procedure of sapien3 ur valve, asymmetrical valve expansion was reported. A 23mm sapien3 ur valve was deployed with 2ml less than nominal volume. Upon inflation of the valve, it was inflated from aortic side and ventricular side was inflated lately. It was obviously abnormal inflation. The valve was in between the 2 marker on the balloon of delivery system when alignment and pulling the pusher just before valve deployment. Crimping was performed as usual. Per the medical opinion, it was clearly an abnormal way of expansion, so we would like it to be evaluated. The response letter was requested. The cine and 3 mensio were obtained. Additional information was obtained from sales rep as below. Other information was noted in the case note. The position of the valve fine, no malposition was occurred. Both bav and post dilation were performed. Additional information was obtained from sales rep as below: the serial of the ds was determined; no valve alignment difficulty occurred; no prolonged inflation was observed of balloon expanding; no fluid loss was observed; no patient injury occurred; the delivery system was not damaged. As regarding the root cause for the asymmetrical valve expansion, additional medical opinion was obtained as below. When the lv side started to expand from the state where the valve was expanding in an inverted v-shape, the physician felt a sudden sensation of the inflation resistance being released, so that he thought that the valve stent might have been stuck in a crimped state. (It was followed the manual for crimping the device and had no problems were observed).

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The complaint for inflation difficulty and/or incomplete inflation was confirmed based on evaluation of the returned device and provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. Per event description, 'during tavr procedure of sapien 3 ur valve, asymmetrical valve expansion was reported' upon inflation of the valve, it was inflated from aortic side and ventricular side was inflated lately. It was obviously abnormal inflation.' Additionally, the event description reported, 'when the lv side started to expand from the state where the valve was expanding in an inverted v-shape, the physician felt a sudden sensation of the inflation resistance being released'' in this case, evaluation of returned device revealed no delivery system abnormalities, as the inflation balloon was able to fully inflate and deflate. Also, the provided imagery revealed the valve initially deployed asymmetrically, but was eventually able to fully deploy. While a review of the DHR, lot history, IFU and training manuals, and product evaluation did not provide any indication that a manufacturing and/or labeling non-conformance would have contributed to the complaint, investigation showed the definitive cause of the event could not be determined. Although the sheath was not returned for evaluation and imagery of the sheath was not provided for review, based on previous investigations of similar events, the reported event may be related to device interactions resulting from a potential sheath distal tip torn. To further investigate and assess the potential risk associated with the issue, a pra has been initiated. A CAPA determination has also been initiated for CAPA decision assessment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.